Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2022, during a revision open reduction and internal fixation(orif), distal screws of a distal radius plate was broken. Concomitant device reported: va-lcp-2-column drp2.4 volar r shaft 3ho (part# 04.111.730; lot# unknown; quantity: 1). This report is for one (1) va lockscr ø2.4 self-tap l18 tan. This is report 10 of 11 for complaint (B)(4).